Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist in (B)(6), the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position. During valve alignment in the descending aorta, balloon damage was suspected as the fine adjustment wheel of the 23mm commander delivery system (ds) was a little harder than usual to turn. Negative pressure was applied to the inflator and blood was seen. As the valve was able to be pulled into the 14fr esheath+, the devices could be removed as a single unit. The second kit was prepared and the procedure was completed with no additional issues. Upon removal of the esheath+ and ds, a balloon leak was confirmed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code (addition), type of investigation (addition), investigation findings (correction) and investigation conclusions (correction) have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of valve alignment difficulty and balloon leak were unable to confirm as no relevant imagery or device was returned for evaluation. Available information suggests procedural factors (excessive device manipulation and high valve alignment forces) likely contributed to the event as it was reported that the fine adjustment wheel was a little harder than usual to turn, then it returned to usual during valve alignment. Tension in the system can also be introduced through excessive manipulation during tracking or alignment such as torqueing the handle or excessive force during alignment. Torsional force during or prior to valve alignment can cause stretching to the flex or balloon shaft resulting in tension build up in the system. In addition, high forces on the system during valve alignment may result in interaction between the crimped valve and delivery system balloon, damaging it prior to thv deployment. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.